Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va1kps9, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that the ins was working very well to control their symptoms until they had a fall on (B)(6) 2018 and stated having accidents-return of symptoms. It was also reported that a test was done by their healthcare professional and it confirmed that one of the lead electrodes/contacts was not working. Patient mentioned that the healthcare professional programmed around it by changing to another electrode which then relieved target symptoms. Patient also mentioned they experienced excruciating pain in their back after the fall. Patient started that they also experienced a sudden return of symptoms this week -soiling her clothes and that their knee started hurting. Patient also reported stimulation in their foot and amplitude was lowered to 1.0v and patient started they felt better. No further complications were noted or anticipated.